Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for c-reactive protein (crp) and ion selective electrode (ise) sodium. An aliquot of the sample was processed on the mpa pre-analytics system and sent to a chemistry analyzer for testing. The results from the aliquot were said to be overestimated. The primary tube of the sample was then repeated directly on the chemistry analyzer. Ise potassium, ise chloride, and creatinine tests were also said to be affected, but no result data was provided for these tests. The customer noted that the same issue occurred two months ago, but no specific data was provided for this event. Samples processed around the time of the event were also repeated and no further discrepancies were found. The aliquot of the sample processed on the mpa system initially resulted as 16 mg/l for crp and 160 mmol/l for ise sodium. The results from the aliquot were reported outside of the laboratory. The primary tube was then used for repeat testing directly on a clinical chemistry analyzer, resulting as 7 mg/l for crp and 139 mmol/l for ise sodium. The primary tube repeat testing for ise sodium was performed directly on a c701 analyzer. The patient was not adversely affected. The crp reagent lot number and expiration date were asked for, but not provided. The ise sodium electrode lot number and expiration date were asked for, but not provided. A specific root cause could not be determined based on the provided information. Information required for the investigation was requested, but not provided.